Event description:
Sorin group (B)(4) received a report that the touchscreen of the s5 double roller pump locked up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspection observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for eval. Testing found that liquid had infiltrated the touchscreen, causing it to fall. Further inspection found that the gasket had been assembled incorrectly. The touchscreen was replaced and the issue was resolved. Sorin group (B)(4) considers this an isolated incident. No further action is deemed necessary.